Manufacturer narrative:
(B)(6). The initial reporter is a senior field sales specialist.

Event description:
Information was received indicating that there was fluid leakage noted at the y site junction of a smiths medical cadd extension set. There was a patient involved, but there was no clinical injury and the event was resolved.

Manufacturer narrative:
One cadd extension sample was received for evaluation from p/n 21-7092-24 (unknown lot); the sample was received in used condition without its original package. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination and the y site was broken. Investigation review the manufacturing process for p/n 21-7092-24; l/n 3925371, in order to verify that there are no situations or practices that could create the event as described in "description of non-conformance" section; and all procedures are being followed appropriately. Testing to replicate the failure: four (4) y site components p/n 31-1331 of our inventory were taken and hit with great force in attempt to break and no discrepancies were found. No root cause has to be determined since the complaint was not confirmed based on the testing to replicate the failure mode due it needs a force an unnecessary movement to break the component. No corrective actions are required because there are enough controls in process to prevent a component damage. Production personnel was notified by the quality engineer of the failure mode reported by the customer.